Manufacturer narrative:
The baxter technician found patient care pendant needed to be replaced. It is necessary for the progressa¿ bed to have an effective maintenance¿program. We recommend that you do¿annual¿preventive maintenance¿disconnect the patient pendant and examine the condition of the connector.¿then connect or replace the pendant.¿press each of the controls to make sure that they engage the correct¿function and they do not work intermittently. Each movement must¿be continuous.¿replace the pendant if necessary.¿troubleshoot in the event of a doubt.¿ ¿ a search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed.¿ it is unknown if the facility performs preventative maintenance on their beds.¿¿ the technician unplugged the patient care pendant and will replace once part arrives; showed patient and staff how to use the patient controls on the siderails.¿based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician stating the bed was randomly raising and lowering. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).